Event description:
During a mapping procedure, the patient went into cardiac arrest after a period of hemodynamic instability resulting in cardiogenic shock. The patient decompensated with mean arterial pressure of 20s mmhg range. Did not recover despite rapidly escalating pressor use. Chest compressions were started and impella was placed for hemodynamic support. The ablation procedure was continued. The patient was transferred to ICU post-procedure and impella remains in place and rhythm was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac arrest could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown.